Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cutting electrode came off during use and was lost inside the patient´s vaginal cavity. The retrieval of the loop could not be confirmed. An x-ray was taken to find the lost piece, but nothing could be found. It was assumed that the lost piece already came out alongside with the removed tissue.

Manufacturer narrative:
Result of investigation: most likely, the cutting electrode (011050-10 / electrode bipolar) got bend or broken by applying to much force and touched the neutral electrode leading to a shortcut. This created enough heat to melt down the cutting electrode and parts of the neutral electrode. Because the products uh400, uf902, uh801, tc304, 26053sc, 26053cb, 26053eb and 26120aa are not causative they were not further investigated. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d10 regarding other involved products. The event is filed under internal karl storz complaint ID: (B)(4).